Event description:
It was reported that the left ventricular lead was noted to be dislodged. The lead was capped on (B)(6) 2017 and replaced with an epicardial left ventricular lead via a left thoracotomy. The lead was later explanted on (B)(6) 2017. The procedure was uneventful. The patient was alert and oriented post procedure.